Event description:
It was reported that a high pacing impedance and a fracture was observed on the right atrial (ra) lead in clinic. The ra lead was extracted and replaced. The patient left the procedure in stable condition and was discharged the same day.